Event description:
The customer called ameda on (B)(6) 2014 and stated that as she was unplugging the a/c adapter from a wall outlet on (B)(6) 2014 the adapter casing broke apart in her hand. Her hand touched some exposed electrical wires and she received a electrical shock. She stated she did not seek medical attention.

Manufacturer narrative:
The returned ac adapter housing was broken into two pieces as the customer described. The wires and breadboard were exposed. The housing was separated at the welding line of the two cases. Further evaluation could not be performed on the returned product.